Event description:
The customer was asleep and haveing convulsions. Family member could not awake them and called 911. When the paramedics arrived they checked blood glucose on their equipment and the level was 44 mg/dl. Pt's meter read 85 mg/dl. They were taken to the hospital and given gelatin and a glucose IV. Level 1 control was in range. The device was replaced and requested to be returned for evaluation.